Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the available information we are not able to identify a root cause at this time. Root cause description: bd was not able to duplicate or confirm the customer¿s indicated failure as no information or sample was provided. Rationale: no further investigation required.

Event description:
It was reported that the bd phaseal optima connector (c35-o) did not connect to luer during use. The following information was provided by the initial reporter: verbatim: it was reported that the facility has been having issues with the injector and connector separating. Event description per attached email from bd sales rep states: the blue luer end: they are using an anti-siphon tubing (c25012) to connect to optima and it is only like 25% on once tightened. They are highly concerned about this. If they are both bd products why don't they marry well? Why is this an issue? They mentioned the luer is more narrow compared to the original phaseal. Are you seeing this complaint anywhere else as this is a sensitive issue for them. They stopped using this on certain drugs for several months. Does the phaseal connect 100% to our bd products? Is there any way we can use the same luer as the original phaseal? Disconnections. They are finding optima disconnect often. It is a closed system, but they are wondering why this keeps happening? Are you finding this as a common complaint? Fibers: they were told to "scrub the hub" similar to a needless connector. So they scrub the end of it with an alcohol swab and the fibers attach to the threading. Infection prevention did a test under glow lighting and it completely lit up which is an issue. Is there any way to make the fibers more secure? How are other facilities cleaning the ends? They have increased claspi on their unit. They cannot pinpoint it to this, but this is the only new product they have used so it is under spotlight. Another issue was the vial protector: there is a bit of a gap as the vial states it has a 28 day period of use vs. The bubble states 7 days. Why is this? This is a 4x difference in cost. Are we working to make both align?